Manufacturer narrative:
Tsc discussed with customer that transfusing red blood cells of alternate blood type may lead to mf/unexpected reactions due to dual population of red blood cells present. Tsc referred customer to mts interpretation guide as well as customer letter discussing specific gravity of red blood cells autologous versus transfused. The investigation determined that the most likely root cause of this event was sample related due to prior transfusion of type o units to type a patient. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer contacted tsc to report equipment false negative result for patient abo forward typing on provue analyzer. Customer states that a historical a positive patient yielded a negative reaction with anti-a on the forward type using abd/rev gel cards lot# 060717037-13 exp. 5/2/2017. Customer tested same sample in tube method, where she obtained expected reactivity with anti-a reagent and obtained a positive abo type. Patient was transfused two units of packed red blood cells two days prior to test date. Units given were one o-positive, one o-negative.